Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an orif surgery for femoral diaphyseal fractures. When inserting the nail during surgery, the driving cap was attached to the insertion handle and then impaction was performed. The driving cap fell off during impaction and became contaminated. The hospital had other tfna instruments and decided to use another driving cap with the same product code. The new driving cap could not be attached to the insertion handle, so the hole in the insertion handle was examined, and it was found that the threaded part of the previously used driving cap had broken off and remained inside the hole. At that point, the nail had not been inserted to the appropriate depth, so the driving cap was placed against the insertion hole and impaction was performed until the planned insertion depth was achieved. The patient was not affected by the incident. The surgery was completed successfully within 30 minutes¿ delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). Corrected: g1 (manufacturing site name). Recaptured codes on h6 (health effect - impact code, medical device problem code) h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device, product code: 03.010.523, lot number: 74p4438. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 22 feb 2021, manufacturing site: jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.